Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/22/2020. H.6. Investigation: one photo and one 10ml syringe, reportedly filled with rocuronium bromide, were received and visually evaluated. Due to potential risk involved with direct sample handling, the syringe was evaluated through the bag with magnification assistance. In both the photo and the physical sample, the reported foreign matter defect appeared to be a small air bubble on top of the stopper. An air bubble is not foreign matter and is not a manufacturing defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: hereby I would like to report a complaint regarding article v62.301029 batches 9241688/ 9247681/ 9081846/ 9108747. During a preparation a white particle was found on the black rubber in a 10ml syringe. The syringe is filled with rocuronium bromide and I don't want to empty the syringe because I'm afraid I'll remove the particle as well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple lot numbers that may have been involved. The information for each lot number is as follows: medical device lot #: 9241688 , medical device expiration date: 2020-07-24, device manufacture date: 2019-09-03. Medical device lot #: 9247681 , medical device expiration date: 2024-08-31, device manufacture date: 2019-09-27. Medical device lot #: 9081846 , medical device expiration date: 2024-03-31, device manufacture date: 2019-10-04. Medical device lot #: 9108747 , medical device expiration date: 2024-03-31, evice manufacture date: 2019-05-04.

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: hereby I would like to report a complaint regarding article v62.301029 batches 9241688/ 9247681/ 9081846/ 9108747. During a preparation a white particle was found on the black rubber in a 10ml syringe. The syringe is filled with rocuronium bromide and I don't want to empty the syringe because I'm afraid I'll remove the particle as well.